Manufacturer narrative:
Device evaluation: the reported error 53 was verified during service.service technician found that error code 53 displayed after pow ER on. The issue will be resolved by replacing the cable and 560 user interface assy. Post repair testing will be performed per specifications.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-console 560 instrument, it was reported that error code 53 displayed after power on. The use of the instrument was unknown. There was no patient involvement, so no adverse effect occurred.